Event description:
The manufacturer received information alleging a trilogy 100 ventilator had no secure data (sd) card selection available from the menu. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and central processing unit (cpu) required replacement to address the issue. However, no repairs were completed because the device was scrapped.